Event description:
It was reported that during a da vinci si partial nephrectomy procedure, a cable on the prograsp instrument went out of alignment. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there were loose pitch cables that were also frayed. The clevis did not exhibit any damage or wear marks. Both cable crimps remained in the clevis. Upon removing the instrument's housing, the pitch cable was found loose at the clamping pulley but no loose clamping pull screw was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cables found during failure analysis could cause or contribute to an adverse event, if to reoccur.